Manufacturer narrative:
H10: the device was received for evaluation. A pressure test was performed and leaks were observed from the dialysate line assembly part with the support plate and from the housing. Visual inspection showed that there was not enough solvent on the dialysate line and the housing was cracked. The reported condition was verified. The cause was identified as the operator not visually identifying the incorrect gluing during the manufacturing process. The involved operator is no longer an employee of the company. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during priming with a prismaflex st150, an external dialysate leakage was observed in "one of the connections of the circuit". There was no patient involvement. No additional information is available.